Manufacturer narrative:
The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Patient representative reports left side capsular contracture, baker grade iii, fluid around implant, and radial folds, and "anguish" over device recall. The device remains implanted.